Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Journal article received: early results with use of the midfoot fusion bolt in charcot arthropathy. Authors benjamin d. Cullen, dpm, glenn m. Weinraub, dpm, facas, gabriel van gompel, dpm. The journal of foot and ankle surgery. March¿april 2013, pages 235¿238. The article reports 4 patients diagnosed of midfoot refractory deformity with a pre-existing condition of quiescent diabetic charcot neuropathy and unspecified past reconstructive surgery. The patients average age was 57.3 years. Each patient was implanted with midfoot fusion bolt (synthes) with an average follow up duration after surgery of 18.5 months. The article cited a follow up complication of a (B)(6) male who developed an abscess deep to the lateral incision site status post 4 weeks implant surgery. Additionally, thirteen months after surgery, distal implant migration and ulceration inferior to the first metatarsal joint was diagnosed. Subsequently, an incision and drainage was performed with implant removal. The patient underwent antibiotic regimen which eradicated the abscess infection. Patient outcome included no subsequent loss of correction, fusion sites remained stable and the longitudinal arch stayed intact with progressive healing. A copy of the literature article is being submitted with this medwatch. This is complaint 1 of 1 from this article.